Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan result on the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer collapsed and experienced loss of consciousness. The customer was unable to self-treat and was transported via ambulance to a hospital, where an IV infusion was administered by a healthcare professional to raise blood glucose levels. There was no report of death or permanent impairment associated with this event.